Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Insulin pump received with normal operating currents. No unexpected battery power loss noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his daughter hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 700 mg/dl and customer was hospitalized for diabetic ketoacidosis one month before. The customer did experienced the symptoms such as vomiting. The customer was treated by bolus and insulin drip. Troubleshooting was not done for high blood glucose and under delivery. Customer also reported that insulin pump was not working in the hospital. The customer was not wearing the insulin pump during the hospitalization. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.